Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero¿ zero reflux IV connector the connector was cracked. This is report 2 of 6. There was no report of patient impact. The following information was provided by the initial reporter: issue #1: cracked connector date of awareness (B)(6) 2023 occurred over the weekend. It happened twice. One was a PICC line, one was a femoral line. The only thing being infused was fluids on one and blood on the other. One of these patients ended up getting a clabsi.

Manufacturer narrative:
The customer reported that there was a leak at the maxzero connection. Three samples were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The connectors were attached to a syringe and flushed. No leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10 below.

Event description:
No additional info.